Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3770sp serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the tip of the device was bent out of shape, and the device has clearly been used. The most likely cause is attributed to misuse/use error due to excessive force being used upon insertion. Refer to investigation photos.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3770sp hybrid knee fibertak suture anchor bent during insertion. As a result, the anchor pulled out because it was not inserted to the proper depth (approximately 10 mm). The surgical procedure was delayed only for a few minutes and was completed using another ar-3770sp hybrid knee fibertak. There were no adverse effects to the patient. The implant was removed from the patient. No additional anesthesia was administered. This was discovered during a let procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.